Event description:
It was reported that the user experienced hypoglycemia after announcing a meal when his glucose appeared stable at 86 mg/dl, after which the ilet halted insulin delivery consistent with its design and he progressed to a low reading; a subsequent fingerstick was 79 mg/dl at an unspecified time, and the user self-administered glucagon to avoid emergency care. Symptoms included low glucose. Outcomes included use of rescue therapy. Troubleshooting and education were completed, including review of device behavior after meal announcement and discussion that the suspension threshold is adaptive and the target range can be adjusted with a healthcare professional after the learning period. Investigation included review of available data and user report. Investigation of this case revealed no device malfunction, with device behavior consistent with automated insulin suspension in response to sensed glucose trends. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.